Event description:
Pt reported experiencing elevated blood glucose of 400 mg/dl. She indicated that she felt tired, nauseated, and had a headache. Pt stated that she believed her elevated blood glucose was caused by the power packs turning the infusion device off and then back on. She indicated that stress could have been the cause for the elevated blood glucose level. No medical assistance was reported. Product will not be returned for eval.

Manufacturer narrative:
Product not returned for eval.